Event description:
It was reported that thoracodynia occurred, requiring medication.The patient was referred for cardiac catheterization on an unknown date. The 85% stenosed and 20 mm long target lesion was located in the proximal left anterior descending artery (LAD) with a reference diameter of 3.00 mm. The target lesion was treated with placement of a 3.00 mm X 24 mm Synergy stent system. Post deployment, the stenosis was noted to be 0% with TIMI 3 flow.In (b)(6)2023, the patient was diagnosed with thoracodynia and was hospitalized for further treatment. Medication was given or regimen adjusted to treat the event, and the patient was discharged. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
B3 Date of Event: Estimated based on the month of September 2023, as the exact event date is unknown.E1 Initial Reporter Facility Name: (b)(6) .